Event description:
At about 8 years and 2 months after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08-may-2025. Lot 162669: (B)(4) items manufactured and released on 20-may-2016. Expiration date: 09-may-2021. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional components involved and revised: batch review performed on 08-may-2025. Gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot 164914: (B)(4) items manufactured and released on 21-nov-2016. Expiration date: 07-nov-2021. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0410fl tibial insert fixed sphere flex size 4/10 mm l (k121416) lot 165774: (B)(4) items manufactured and released on 10-nov-2016. Expiration date: 27-oct-2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.0036rp patella resurfacing size 4 (k113571) lot 166115: (B)(4) items manufactured and released on 25-nov-2016. Expiration date: 13-nov-2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.